Event description:
Peripherally inserted central catheter (PICC) line not flushing and was "leaking". Upon assessment, it was found that the PICC line was broken just beyond the clave. This leaking incident has been reported for multiple lot numbers (13704657, 13724268, 13808654) of this item over the last three months. This item (cook spectrum turbo-ject PICC set minocycline/rifampin impregnated power injectable polyurethane peripherally inserted central venous catheter) is being discontinued, but health care providers still wanted to report, as there have been multiple failures of this device.